Manufacturer narrative:
Additional information: h6, h10. H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date - this event occurred on an unspecified date "a week or 2 ago". E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking sodium chloride from an unspecified location. The leak was observed by a patient during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.